Event description:
It was reported that during hospitalization, the patient showed symptoms of a stroke, specifically a right hemianopia. This condition was not preexisting and it is unknown if it is related to the device. This resulted in a persistent/significant disability.

Event description:
It was reported that the pt was followed-up by the treating physician in july 2005. The physician commented that thept experienced some initial hypertension that required ICU admission following the stent procedure. The physician further stated that during the evening of the stent procedure, the patient had some bleeding from the groin (likely the wound site of the procedure), which required a transfusion. The following morning, the pt experienced a decrease in vision of the right eye. An ophthalmologist, who performed a retinal exam, observed the patient. According to the ophtalmologist, the pt had an occluded retinal artery with collateral flow through a small secondary artery. The treating physician continued by stating that the patient is in stable condition with no neurological deficits. The patient is to continue taking plavix and aspirin for at least a month and will follow up with the treating physician in two months.